Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited t-wave oversensing, and myopotential noise resulting in 2 inappropriate shocks. The device is programmed to the primary vector since implant. Smartpass disabled due to low amplitude. A request was made to have data from this device analyzed. Recommendations for troubleshooting and x-ray imaging in the near future. New information was received indicating that troubleshooting was performed. A request was made to have data from this device analyzed. Data analysis identified changes in morphology since (B)(6) 2025. Review of on x-rays, were reviewed that the shock vector covers the heart mass well, but the path is not the shortest. The probe and housing positions could be improved. Induction at implantation was not really successful, as two shocks were delivered: 65j failed to stop the vf, it was the second shock at 80j that stopped the vf. The shock impedance of the induction was 74 ohms. Looking at the radio, we see that the coil could be lower and the case higher so that the shock energy is closer to the heart and increase the impact efficiency. It was confirmed that there was no movement in the s-ICD or the electrode since implant. The 2 inappropriate shocks were related to over-sensing of t-waves. At this time rhythmcare provided recommendations to continue monitoring the patient. The device remains implanted. No adverse patient effects were reported.